Event description:
Subsequent to the initial medwatch report, additional information indicates that although the deployment of the additional xience v stent aided in securing the detached guide wire tip, the deployment of the stent was planned due to the size of the lesion.

Manufacturer narrative:
In this case, an additional therapy/non-surgical treatment was used in an attempt to retrieve the separated portion. Reportedly, the guide wire was trapped between the stent and the vessel wall which likely contributed to the reported inability to remove and resulted in the reported guide wire separation. A 2.5 x 12 mm xience v stent system was successfully advanced and deployed proximal to the stent and tip of the guide wire. The deployment of the 2.5 x 12 mm xience v was a planned stent even though it helped to secure the detached guide tip. The device instructions for use states, use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The reported guide wire separation, inability to remove, foreign body in patient, additional therapy/non-surgical treatment and entrapment of device appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record was reviewed. There are no non-conforming material records associated with this lot. To ensure that guide wire tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the obtuse marginal into the circumflex artery, pre-dilatation was performed using a 2.25x15 voyager dilatation catheter. A 2.5x18 xience v stent system was advanced over a balance middleweight universal guide wire but could not cross the lesion. The stent system was pulled back and an allstar guide wire was advanced as a buddy wire. The xience v stent system was advanced to the lesion and the stent deployed; however, the stent trapped the tip of the allstar guide wire. An attempt was made to remove the guide wire but the tip detached and remained trapped by the stent. The stent system was removed from the anatomy. A 2.5x23 xience v stent system was advanced in an effort to secure the previously placed stent and tip of the guide wire; however, the stent system could not cross and was removed from the anatomy. A 2.5x12 xience v stent system was successfully advanced and deployed proximal to the stent and tip of the guide wire. There was no adverse pt sequela. Though requested, no additional information was provided.